Manufacturer narrative:
The field service representative replaced a circuit board and a measuring cell. He ran performance testing, calibrations, and quality controls which were acceptable.the customer had no further issues after the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable results for two patient samples from the cobas 8000 cobas e 602 module. Patient 1 initial digoxin result was 4.3 nmol/l and the repeat result on (B)(6) 2018 was 0.7 nmol/l. Patient 2 initial troponin t hs stat result was <10 ng/l and the repeat result on (B)(6) 2018 was 18 ng/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The digoxin reagent lot number was 30449500. The troponin t hs stat reagent lot number was 30564600. The expiration dates were requested but were not provided. The customer performed measuring cell preparations and received additional alarms.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.